Event description:
It was reported that a microcatheter fracture occurred. A direxion infusion catheter was selected or use in a knee embolization procedure. During the procedure, the device fractured. The microcatheter was removed from the patient intact and in one piece without the need for additional retrieval methods. The fractured device was replaced with another catheter, and the procedure was successfully completed. There were no patient complications as a result of this event, and the patient fully recovered.

Manufacturer narrative:
Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the direxion device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was unable to exclude device problem.